Event description:
Info received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch spring was not releasing. He replaced the siderail latching mechanism to repair the bed.